Event description:
It was reported that punch scissors cutting tip broke during the procedure. No patient injury was reported.

Manufacturer narrative:
Due no product returned, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation were not possible. The product met specifications upon release to distribution. If relevant information becomes available to assist with evaluation, the complaint will certainly be revisited. Evaluation codes updated.